Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The result was not reported to the physician. The result was discordant with repeats on an alternate analyzer system. The patient was treated on the basis of the results on the alternate system. The repeat testing on the dimension vista system were discordant with the treatment whereas the results on the alternate analyzer system were consistent with expectation. Patient treatment was not altered or prescribed on the basis of the dimension vista(r) result. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.